Manufacturer narrative:
Investigation summary: bd has provided with a photo and a sample for catalog 301947 lot 1901231 to investigate for this record. Visual inspection of the returned sample presented a crack on the barrel of the syringe. As a result, bd was able to verify the reported issue. Bd has concluded that the broken barrel was produced in the primary packaging machine, in the syringe feeder station, due to an incorrect alignment of the syringe produced the rupture of the barrel. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that before use of the syringe s2 10ml 21ga 1-1/2in bd china there was an issue with the syringe being cracked. The following information was provided by the initial reporter, translated from chinese to english: when the nurse opened the package to pump the liquid, she found that there was a long and obvious crack on the barrel of the syringe, it couldn't be continued to use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe s2 10ml 21ga 1-1/2in bd (B)(4) there was an issue with the syringe being cracked. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse opened the package to pump the liquid, she found that there was a long and obvious crack on the barrel of the syringe, it couldn't be continued to use.